Event description:
Consumer called to report inaccurate readings with his meter. The meter seems to be reading consistently high. Was treating himself based on the readings but was having symptoms of low blood sugar. Called emt for assistance and was given oral glucose.